Event description:
The manufacturer received information alleging a ventilator failed a test step during testing and preventative maintenance. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and preventative maintenance. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No failure was observed. The device operated and alarmed as designed.